Event description:
Patient 6/6 it was reported that during a hysterectomy procedure, when the rumi koh-efficient was placed into the vagina, it caused vaginal lacerations that did not require intervention. Procedure performed by gynecologic oncologists. No additional information is available. Unknown koh-efficient (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11. Distribution history: a distribution history record review was not possible for this product as the lot number was not provided for investigation manufacturing record review: a DHR review was not possible as a lot number was not provided. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions, however in those cases the complaint condition was not confirmed. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information kc-sizer was not used prior to performing the procedure based on the follow-up for the previous five complaints which are related to this incident. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation. It should be noted that the IFU of the device on page 2, number 3 states that: using the sizer, determine the proper size of koh-efficient. A possible root cause of the failure may be attributed to the kc-sizer not being used as noted in the follow-up e-mail for the five related previous complaints. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.